Event description:
The initial attorney report alleged recurrent hernia, additional surgical intervention, fistula, infection. The following is based on the medical records provided by the pt's attorney: (B)(6) 2000 - repair of recurrent ventral hernia with composix mesh. The repair was noted to be solid and intact. On (B)(6) 2002 - repair of recurrent ventral hernia. The composix mesh was incised. There was mesh attached to the abdominal wall muscles on either side, this was left intact, the redundant central portion of the mesh was excised. A non-bard mesh was attached sewing through the muscle and the remaining composix mesh. On (B)(6) 2003 - excision of non-bard mesh and repair of recurrent ventral hernia with composix kugel mesh. Fascial edges and the previously places composix mesh were used together to suture the composix kugel mesh in place. (Note: see MDR 1213643-2006-00227 for info related to the composix kugel mesh). On ni/ni/2006 - presents with an enterocutaneous fistula infection. On (B)(6) 2006 - excision of an enterocutaneous fistula, the composix kugel mesh, and the remaining portion of the composix mesh. Two pieces of a non-bard graft were used for abdominal wall reconstruction.

Manufacturer narrative:
Initially, one event was reported by the pt's attorney. However, review of the medical records showed there to be an additional implant. Based on the info available at this time, no definitive conclusions can be made. The medical records indicate that the pt was treated for recurrence and fistula info, both of which are known possible adverse reactions listed in the IFU. It was also indicated that the pt developed an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." The device predates available sterility records, however, a mfg review was performed and did not find evidence of a mfg related cause for the alleged event. Additionally, no sample was returned for eval. It is possible that the pt's condition and physiology may have contributed to the event as it was noted in the medical record that he has a history of hernia recurrence prior to the implant of the bard mesh. If additional event and/or eval info is obtained, a f/u MDR will be submitted. See MDR 1213643-2006-00227 for info related to the composix kugel mesh implanted on (B)(6) 2003.